Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and replaced the analyzer's hemoglobin reagent syringe. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire analyzer operation manual provides information to address the customer's current issue. A product deficiency was not identified. Review of complaint tracking and trending; field service intervention.

Event description:
The customer states that the cell-dyn sapphire analyzer generated an initial low patient hemoglobin result of 7.59 g/dl that retested at 12.40 g/dl. No suspect results were reported from the lab. There is no impact to patient management reported.